Event description:
Baxter (B)(4) reported that a minicap did not close. This occurred on (B)(6) 2011. The reported issue occurred during use. There was no patient involvement. No further information is available. 60 units were impacted. This is report 14 of 60.

Manufacturer narrative:
(B)(4). The companion sample was evaluated and the reported issue was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.